Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen had to tilt back and forth to see. The customer also reported that the priming pistons were grinding louder, insulin comes out from cannula and bubbles appear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.